Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75 x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal to mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a kink located at 60.9 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 test guidewire. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22feb2021. It was reported that advancing difficulties were encountered. The 95% stenosed target lesion was located in a normally tortuous artery. A 2.75x28mm promus element plus drug-eluting stent was advanced but failed to reach the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.